Event description:
It was reported that the patient presented in clinic for follow up. The right ventricular (rv) lead showed increasing capture threshold. Programming changes were made. The patient was stable.